Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device dropped the first clip. The second clip malformed (scissoring). The surgeon then introduced another device and the first clip was malformed (scissoring). The surgeon then introduced another device and it worked correctly. There was no pt consequence.

Manufacturer narrative:
Device-2. H6: damaged jaws. The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams, ab-no; damaged jaws, a-no b-misaligned; and damaged other, a-lower shroud. Functional tests & results: antiback up functional, firing: feed conform, and lockout functional, a-na b-yes; firing: form conform, and jaws: hold clip, a-na b-no; and jaws: inside width at tips, a-.172 b-.168. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the rpt'd incident. One of the instrument was received with the lower shroud broken and empty and locked out. As the instrument was empty, further functional testing could not be performed. The second instrument was received with the jaws misaligned. Due to the damage to the jaws, the instrument fired the remaining clips non conforming. It should be noted that if torque is applied to the jaws, the jaws can become damage and will not fire or form the clips properly. Additionally, if the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Mfg and engineering have been notified of the rpt'd incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.